Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 201mg/dl. During troubleshooting a new cartridge was loaded and the pump performed as intended. After loading the new cartridge, insulin deliveries were successfully resumed.